Event description:
It was further reported that the patient was a nursing home resident receiving care for congestive heart failure (chf), end stage renal disease (esrd) on hemodialysis, left below-the-knee amputation, anemia, and type 2 diabetes mellitus from (B)(6) 2014 until the time of patient's death. The event was made known to the site while running a daily research schedule report and noted that the patient's scheduled office visit was cancelled due to death. The patient was last seen in (B)(6) 2014 and no events were reported at that time. The cause of death was a combination of chf and esrd and were considered unrelated to the study devices

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04231; 2134265-2014-04236; 2134265-2014-04232; 2134265-2014-05155. (B)(4) study. It was reported that patient death occurred. In (B)(6) 2013, a 2.5 mm x 20 mm and a 2.25 mm x 8 mm promus element plus drug eluting stents were implanted in the proximal right coronary artery (rca) and in the mid rca respectively. In (B)(6) 2014, the patient expired. The cause of death is unknown.